Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed unexpected error test, rewind, basic occlusion test and displacement test. However, we were unable to prime during prime test due to faulty force sensor resistor. The insulin pump was received with no vibrator alert due to broken red wire on vibrator motor. The insulin pump was received missing end cap sticker, corroded battery tube and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump continued to have a vibrate anomaly. Customer's blood glucose level was not reported. The insulin pump did not vibrate during the vibrate test. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.